Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced hazy/cloudy vision and there was yag, posterior capsulotomy, laser vitreolysis happened. The iol was explanted and exchanged for an unknown light adjustable monofocal lens following the initial implant procedure. Additional information has been requested.